Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during dwell 1 of 3 on the homechoice. The home patient (hp) reported the bag fell and disconnected from the supply line. The technical service representative (tsr) explained alarm to hp and had hp cycle power. The hp will restart with new supplies. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
Device 2 of 3 (see MFR report #s 1627487-2010-03195 and 1627487-2010-03197 for devices 1 and 3).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 of 3 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting . The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).